Event description:
Risk manager at the clinic reported that the patient was implanted with a total knee prothesis 2.5 years ago. A revision surgery was performed because of the dislocation of the mobile insert. The surgeon replaced it by a fix insert.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The insert and baseplate were returned assembled together. The condylar surfaces of the insert show wear marks from articulation with the femoral component. There is no evidence of wear or abrasion to the post of the insert. The returned insert articulated on the baseplate sufficiently, with no indication that it had dislocated. Medical records evaluation: during revision surgery, the insert was found to be in correct position and also otherwise showed no abnormal signs. As a precaution for a possibly defect liner fixation, the liner system was exchanged for a fixed bearing one. X-rays confirm correct size, position, alignment and fixation of all components involved. On the suspect dislocation x-ray, the quality is relatively low whereby the position of the bearing insert can not be evaluated by its soft tissue shadow, neither by its metal locator wire. The relative positions of femoral and tibial components are however unchanged. The mechanism was found to be adequately functional. The event could not be confirmed. The investigation concluded that the root cause of the reported event could not be determined however there was no evidence that it was manufacturing related. Further patient information may be helpful in root cause determination. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. A supplemental report will be submitted upon completion of the investigation.

Event description:
Risk manager at the clinic reported that the patient was implanted with a total knee prothesis 2.5 years ago. A revision surgery was performed because of the dislocation of the mobile insert. The surgeon replaced it by a fix insert.